Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the band was not able to deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the band was not able to deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the bands in the ligator head were moved from its position, overlapped and broken. Also, the ligator head teeth were bent/damaged. The trip wire was secured, and the returned irrigation tube was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator head moved from its position, overlapped and broken, and the ligator head teeth were bent/damaged. These suggest that the device could not deploy. These conditions could have been generated due to procedural or anatomical factors encountered during procedure which could have affected the device performance, consequently, bending the liagtor head teeth and affected the deployment of the bands. More attempts to deploy the bands would lead to the bands damaged. The most probable root cause of this complaint is adverse event related to procedure.